Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. A visual inspection was performed on the returned device; there was large amount of tissue build up hindering the jaw/wiper movement. The ptfe pad (teflon pad) was inspected and found it was separated and missing (not returned) approximately 3mm that is exposing metal near the tip. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit, however, there is char built up on 50 percent of the probe. The device was attached to the usg-400/esg-400 generator and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. The wiper movement has some minor restriction due to tissue build up. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Based on the evaluation, the reported event could not be confirmed as the probe was still intact with the received device. The most probable cause of the damage to the teflon pad is due to no tissue or insufficient tissue between the probe and jaw while the device is being activated as an operational (unintended) error. Original equipment manufacturer (OEM) results: the device was sent to the OEM for further evaluation. The OEM results indicated product name / lot number were consistent with the complaint information. The tissue pad in the grasping section was intensively worn away. There was a mark in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. The coating of the probe was partially peeling. The coating of the grasping section was partially peeled off. A probe check was performed and no abnormality occurred. The device history record for the lot indicated no anomaly with the event-related items. The cause of the reported phenomenon is not directly linked to any apparent manufacturing issues, but multiple factors affecting device - tissue interaction such as specific patient or environmental factors might have influenced the overall technology performance. The device performance issue and how they could be avoided potentially are described in the instruction for use (IFU) manual as stated in the initial submission.

Manufacturer narrative:
This supplemental report is being submitted to provide the DHR review. The original equipment manufacture conducted a review of the device history records for the subject device and indicated there was no anomaly.

Manufacturer narrative:
The device was not returned to olympus for evaluation. However, based on similar reported complaints the most probable cause of the reported event could be attributed to the (unintended) operator¿s technique. To mitigate the risk of device damage the instruction manual provides warning statements which state: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Event description:
Olympus was informed that during a laparoscopically assisted vaginal hysterectomy (lavh) procedure, a u504 probe damage error was displayed and then the probe tip broke off and fell into the patient. The broken probe piece was retrieved from the patient. The intended procedure was completed using different but similar device. There was no patient injury reported.